Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent post-meal hyperglycemia and believed the device was not delivering sufficient insulin for dinner meal announcements, with a reported blood glucose value of approximately 300 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed that the cause was unclear, with meal announcements occurring after food intake suspected based on glucose spikes prior to announcements, though the user disputed this and requested a factory reset; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and possible user timing issues with meal announcements.